Event description:
It was reported that the patient presented for lbbp implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to implant and had an operation issue. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were operation issue and unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.